Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive. Additionally, it was reported that the wake button was sticking. As well, as that the pump was warm to the touch. Reportedly, the pump was charging during the event. There was no reported adverse impact to the customers blood glucose level. The customer declined follow up from tandem technical support. Therefore, no additional information was provided.